Event description:
It was reported that the patient presented in the hospital post exposure to MRI. The pulse generator was in backup vvi mode. A device download was performed successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.